Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy procedure performed on (B)(6) 2022. During the procedure, there was a defect in the ligation kit. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy procedure performed on (B)(6) 2022. During the procedure, there was a defect in the ligation kit. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator head had all bands attached and some of them were moved from their position and overlapped. Per media analysis on the provided photo, it showed the reported upn and lot number of the device. The ligator head was observed under magnification, and the ligator head teeth and some bands were bent/damaged. The suture hole was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved and overlapped. These suggest inability of the device to deploy the bands. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Also, the interaction with other medical devices and the manipulation could affect and damaged of the bands as observed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.